Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who underwent breast augmentation revision with a 275cc mentor memorygel breast implant mentor memorygel breast implant experienced right sided rupture and baker grade iii capsular contracture post procedure. The rupture was confirmed through ultrasound. As a result, an explant it planned for (B)(6) 2019.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 12/18/2019. The investigation of the returned device was completed by the failure analysis lab on 12/23/2019. Device evaluation summary: according with the information reported the patient experienced rupture and capsular contracture. The device was visually inspected and a crease was noted on the anterior and extending to posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).